Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that there was a polarity switch along with low and high impedance readings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076545 implantable pacing lead, (B)(6) 2008. (B)(4).